Manufacturer narrative:
Device performed as intended. No malfunction or defect of device noted. (B)(4). Manufacturer: medigus ltd (B)(4). Importer: (B)(4). MDR exemption e2013040.

Event description:
A muse endoscopic procedure for the treatment of gerd was successfully completed. The next day, the patient developed a fever. He was treated with antibiotics (metronidazole) for three more days but the fever did not resolve. A chest x ray showed mild pneumomediastinum. An abdominal and chest CT scan done on the fourth day showed bilateral pleural effusion, atelectasis, mediastinitis and a leakage of contrast substance to the mediastinum. An endoscopy was performed but revealed no perforation. On the fifth day post procedure, the patient had a bilateral chest tube insertion to drain the pleural effusion and a laparoscopic procedure during which a small perforation was identified. The surgeon noticed that pus was draining from the perforation due to mediastinum abscess. He drained the mediastinal abscess, then sutured and patched the esophageal perforation. Patient improved clinically after the procedures and fever subsided. As of last clinical update on (B)(6), the patient was doing fine, had no fever and white blood cell count was in normal range. Conclusion: mediastinal abscess due to esophageal perforation. Stapling of diaphragm cruses created tension that led to perforation.